Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni thrombectomy catheter was selected for use. During the procedure, there was no suction. No patient complications were reported. The patient was fine.

Manufacturer narrative:
Device eval by manufacturer: the product was returned for analysis. Returned product consisted of an angiojet solent omni catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The device showed a kink located 3.5cm from the tip. Functional testing was completed per the instructions for use device preparation. The pump was inserted into the ultra drive unit console. The pump and device primed, and the device was run for a period of 90 seconds in the thrombectomy mode. The device's pressure was within the normal range. Aspiration was checked using an 100cc beaker. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni thrombectomy catheter was selected for use. During the procedure, there was no suction. No patient complications were reported. The patient was fine.